Event description:
The ge oec 9800 fluoroscopy system had blank monitors. Monitors did not come on during system boot up.

Manufacturer narrative:
A ge oec service representative investigated the issue, and found after troubleshooting the system had a defective passive backplane that was removed and replaced. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.